Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon noticed that there was a bleeding due to an incomplete staple line at the distal end. The surgeon had to oversewn it in order to fix the staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an incomplete staple line during a procedure. The surgeon had to oversewn in order to fix the staple line.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Four loading units were received fully applied with the interlock was engaged. No damage was noted on all four loading units. Cracks were noted on the surface on one of the loading units. The fifth loading unit displayed a full complement of staples and the interlock was set with no knife blade damage. All four loading units were reset and loaded into the returned device. All four sulus could be unloaded and loaded repeatedly without difficulty. The instrument and sulus were applied to the appropriate test media with acceptable results. The fifth loading unit was loaded into the returned device and applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. The IFU states that if the tissue cannot c omfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time.